Event description:
Procedure: urological/gynecological. According to the reporter: the pt underwent a biourethral repair procedure for treatment of stress urinary incontinence and cysto suspension bladder. The pt allegedly experienced a pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4).